Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, the patient reported being hospitalized for five days due to an alleged dexcom cgm-related issue. The patient was unable to articulate the nature of the reported issue or provide details regarding device performance at the time of the event. During the hospitalization, the patient reported that her blood glucose reached 970 mg/dl. No comparison was provided between the reported blood glucose value and the dexcom cgm readings at that time. The patient also disclosed that she was intubated during the hospitalization. The patient did not specify whether any symptoms were experienced during the event, and the specific medical treatment received during the hospitalization was not provided. It was noted that the patient was using a tandem mobi insulin pump at the time of the event. No additional interventions or device-related details were provided. At the time of reporting, the patient stated she was "okay." Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: codes: health effect - clinical code problem code: e0750 ventilator dependent/ code not available. H6: codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.